Event description:
It was reported that during a surgical procedure at the user facility the sonopet console had a lack of irrigation, which can cause heat. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Submitting follow up report for device evaluation.

Event description:
It was reported that during a surgical procedure at the user facility, the sonopet console had a lack of irrigation, which can cause heat. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.